Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. The pump was received on 1/31/2024 and tested on 2/28/2024. Due to the pump's initial complaint code of "2pow3: power issue - device powers self off", the pump's event log was pulled and reviewed to see if there is any evidence of an abrupt power off in the pump's history. An abrupt power off can be seen by the code "log_event_on", without the line "log_event_off" before it. This means that the pump powered off on its own and needed to be turned back on. Upon review of the pump's event log, there was an abrupt power off noted, seen below on event line 214: "event 210: log_event_timpstamp time: 23/12/20 23:22:13 eventbytes: 02 23 12 20 23 22 13 af. Event 211: log_event_timpstamp time: 23/12/21 00:22:17 eventbytes: 02 23 12 21 00 22 17 91. Event 212: log_event_timpstamp time: 23/12/21 01:22:20 eventbytes: 02 23 12 21 01 22 20 9b. Event 213: log_event_timpstamp time: 23/12/21 02:22:24 eventbytes: 02 23 12 21 02 22 24 a0. Event 214: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff ff 00 d5 ff 2b fd. Event 215: log_event_message time: 165:02:22 invalid bolus key pressed: 3855 invalid other key pressed: 3855 eventbytes: 09 02 22 ff ff 00 80 ab. Event 216: log_event_off time: 165:02:22 rmp: 67557 reason: log_off_cause_shut eventbytes: 01 02 22 01 07 e5 2e 40. Event 217: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff ff 00 d5 ff 2b fd. Event 218: log_event_message time: 165:03:11 invalid bolus key pressed: 3855 invalid other key pressed: 3855 eventbytes: 09 03 11 ff ff 00 80 9b. Event 219: log_event_off time: 165:03:11 rmp: 67557 reason: log_off_cause_shut eventbytes: 01 03 11 01 07 e5 2e 30. Event 220: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff ff 00 d5 ff 2b fd. Event 221: log_event_on time: 05:59:54 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 59 54 00 d5 05 2b b2." The event log will be uploaded to the complaint, see "sn (B)(6)". It was also noted that the speaker on the pump is extremely raspy. Reported issue found, device not performing to specification. The analysis of the returned device is complete. This complaint was reviewed, and the return product evaluated and determined to be included in CAPA # it2023-15 for power/battery.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 01/22/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.